Manufacturer narrative:
Manufacturing date is not on the label, but it is known so field h4 has been completed with this information. The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that mosaiq recorded a session incorrectly.

Manufacturer narrative:
H11: updated: the customer reported that mosaiq recorded a session incorrectly. The investigation was completed by conducting a thorough evaluation of the product and the reported information. On (B)(6) 2025, field 1.1 was entered for treatment at 10:20:25. Treatment stopped when a "beam mu ch1" error occurred on the machine at 10:25. Mosaiq received a count of 2005.7 mu from the machine as having been delivered which matches the prescribed 2005.7 mu processed and recorded by mosaiq. The data received by mosaiq for recording this delivery shows an unusual jump in mu reported by the linac from 1,277.5 mu to 2,005.7 mu (segment 199 to segment 200) when treatment ended. The customer explains that a power outage occurred while treating field 1.1 and only 1281 mu had been given up to that point. The sdd logs are necessary to determine why the linac reported 2005.7 mu to mosaiq instead of 1281 mu. Unfortunately, the sdd logs covering the event are not available for review because they are periodically overwritten. The customer has already made chart corrections to show that 1281 mu of the prescribed 2005.7 mu was given. Field 1.1 was underdosed by 724.7 mu. Elekta physics have assessed that, in the worst case where the underdose is not corrected, this would be an insignificant radiation overdose. Mosaiq is working as intended.